Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that after treatment in the nasolabial folds and oral commissures with 1.6 ml of juvederm ultra plus, the pt developed a "hardened 'thread' of juvederm [which] surfaced during past-procedure swelling - this remains hard with small area of broken skin below on left hand side." The pt was treated with massage and flucloxacillin. It was reported that the "client [was] advised to see (B)(6). For prophylactic antibiotics." It is unk if treatment was prescribed to hasten the resolution of symptoms or to prevent the worsening of symptoms which could have lead to permanent damage. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.